Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1688t lead, implanted: (B)(6) 2005. 694758 lead, implanted: (B)(6) 2009. Dtba1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. Other devices involved in this event: brand name: heartware ventricular assist system - controller 2.0, serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2019-08-31, UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-04-01. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 2018-08-29. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - controller 2.0, serial #: (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2019-08-31, UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-04-01. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 2018-08-29. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller had electrical fault alarms and high watt alarms. Two rounds of driveline connector cleaning were performed and the patient was placed on the backup controller while the primary controller pins were being cleaned. It was further reported that the backup controller had electrical fault alarms. It was noted that a pin on the backup controller was bent or had residual liquid on it. When the driveline was reconnected the ventricular assist device (vad) restarted on one stator. A connector cleaning was performed once more until the electrical faults resolved and the vad started on two stators. Three days later it was noted that the electrical fault alarms had continued and a connector cleaning was performed again. When the driveline was reconnected, the vad failed to restart and the patient had a vad exchange. Additionally, the patient placed on right ventricular assist device (rvad) support. The primary and backup controllers were removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: controller 402093 , FDA device code(s): c91397 brand name: heartware ventricular assist system ¿controller 2.0 ,controller 2.0 / con401873 / model #: 1420 / catalog #: 1420 / expiration date: 2019-08-31 UDI #: (B)(4), device available for evaluation? No, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 2018-08-23 h5: no, patient code(s): c50846, device code(s): c63007 , FDA results code(s): 3233 , FDA conclusion code(s): 11, brand name: heartware ventricular assist system ¿controller 2.0 , controller 2.0, con403264, model #: 1420, catalog #: 1420, expiration date: 2019-09-30, UDI #: (B)(4), device available for evaluation? No. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun , mfg date: 2018-09-26, labeled for single use: no, patient code(s): c50846, device code(s): c63007, c62859 , FDA results code(s): 3233, FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further report that the controller was exchanged twice before the vad failed to restart. The additional controllers also exhibited electrical fault alarms. Additionally, it was reported that the data from the primary controller could not be downloaded. The two additional controllers were removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A supplemental report is being submitted for a correction. Correction to h10 additional device - added imf code. Additional products: d1: heartware ventricular assist system ¿ pump/(B)(6). H6: imf code(s): f23. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A supplemental report is being submitted for additional information received. Additional devices involved in this event: d1: heartware ventricular assist system - controller 2.0/con402093 h6: patient ime code(s): e0611 h6: imf code(s): f02, f08 h6: img code(s): g04035 d1: heartware ventricular assist system - controller 2.0/con402094 h6: patient ime code(s): e0611 h6: imf code(s): f02, f08 h6: img code(s): g04035, g0403401 d1: heartware ventricular assist system ¿controller 2.0/con401873 h6: patient ime code(s): e0611 h6: imf code(s): f02, f08 h6: img code(s): g04035 d1: heartware ventricular assist system ¿controller 2.0/con403264 h6: patient ime code(s): e0611 h6: imf code(s): f02, f08 h6: img code(s): g04035, g04088 d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 30-sep-2020 / serial #: (B)(6) UDI #: (B)(4). D9: no h4: mfg date: 26-sep-2018 h5: yes h6: patient ime code(s): e0752, e2404 h6: imf code(s): f02, f08 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately two months following the vad exchange, the patient was on a ventilator and was subsequently extubated. Approximately three months following the vad exchange the patient died. Cause of death was multisystem organ failure following a pump malfunction/emergent pump exchange.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A supplemental report is being submitted for a correction. Correction: the date provided in g3, date received by manufacturer, on regulatory report # 3007042319-2019-05259 was incorrect. The date is being corrected from 25-nov-2019 to 20-aug-2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. A supplemental report is being submitted for a correction. Correction: the date provided in g3, date received by manufacturer, on regulatory reports #3007042319-2019-05259 follow up 005 and follow up 007, was incorrect. The date is being corrected from (B)(6) 2019 to (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one ventricular assist device (vad) (B)(6) and four controllers (B)(6) were returned for ev aluation. One vad (B)(6) was not returned for evaluation. No performance allegations were made against (B)(6). A review of (B)(6)'s manufacturing documentation confirmed that the pump met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers (B)(6) revealed that the devices passed visual inspection and functional testing. Internal inspection of (B)(6) did not reveal any anomalies. Failure analysis of the returned (B)(6) revealed that the device passed functional testing. However, visual inspection revealed that the unit had a foreign label that was obstructing the gore-tex membrane. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. This is an additional observation not related to the reported event and likely due to the handling of the device. Additionally, visual inspection of (B)(6) revealed signs of cleaning residue inside the driveline connectors associated with the driveline connector cleaning procedure. Returned pump (B)(6) was received with the driveline cable cut at approximately 8.5cm from the pump¿s header. Visual examination of the driveline cable, header and driveline connector did not reveal any damage or anomalies. Internal pathological report revealed no evidence of thrombus within the device. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Supplemental testing conducted with the spliced driveline cable, a representative pump, and returned controllers did not show anomalies and the system performed as intended. Additional inspection on the pump front and rear stators identified high resistance on one phase of the front stator. Internal visual inspection of the returned pump revealed damage on coil a and coil b of the front stator assembly. This damage prevented the front stator from performing as intended, thus leading to the reported electrical faults and possibly to the pump being unable to re-start. Log file analysis pertaining to (B)(6) revealed multiple electrical fault alarms within (B)(6) 2019 at 11:44:55 and (B)(6) 2019 at 09:45:36 due to an open phase b on the front stator. Log file analysis also revealed 4 high watt alarms on (B)(6) 2019 due to the increased power consumption needed to run on a single stator. Log file analysis pertaining to (B)(6) revealed 3 electrical fault alarms on (B)(6) 2019 within 09:52:24 and 10:24:55 due to the front stator not being connected. This was followed by one high watt alarm at 11:19:53 due to the increased power consumption needed to run on a single stator. Log file analysis pertaining to (B)(6) revealed multiple electrical fault alarms logged within (B)(6) 2019 at 12:00:52 and (B)(6) 2019 at 8:41:42 due to an open phase b on the front stator. Log file analysis pertaining to (B)(6) revealed three electrical fault alarms on (B)(6) 2019 within 11:08:28 and 11:10:27 due to a front stator not being connected. This was followed by a vad stopped alarm at 11:11:27 indicating that the pump failed to restart on multiple attempts. Two vad disconnect alarms were recorded indicating that the driveline was disconnected from the controller. The vad disconnect alarms were likely an attempt to troubleshoot the electrical fault alarms. As a result, the reported electrical fault alarms and failure to restart events were confirmed. Driveline cleaning procedures were performed on site to address the electrical faults; however, the electrical faults could not be resolved. The reported bent pins and data logs unable to be downloaded from the controller could not be confirmed. Based on the available information, a possible root cause of the reported electrical fault alarms can be attributed to a damaged coil on front stator phase ¿b¿ as found during analysis of the pump. This damage also may have possibly contributed to the pump being unable to restart. The most likely root cause of the reported high watt alarms may be attributed to the increased power consumption needed to run on a single stator. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. An internal investigation has been initiated to investigate damaged coils on the pump's stator. Additional information received from the site indicated that, approximately two months following the vad exchange, the patient was on a ventilator and was subsequently extubated. After approximately one more month, the patient died due to multisystem organ failure. Possible clinical factors that may have contributed to the patient's death may include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course; there are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional information: -h6 FDA method, results and conclusion code(s) updated to bring up to date with current FDA standard codes. -h10 FDA method, results and conclusion code(s) updated to bring up to date with current FDA standard codes. Additional products: (B)(6) - controller h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) - controller h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) - controller h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) - controller h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19, c23, h6: FDA conclusion code(s): d10, d11 (B)(6)¿ pump h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h10: d4 additional products: d4: serial #: (B)(6), UDI: (B)(4), d4: serial #: (B)(6). UDI: (B)(4). Product event summary: the ventricular assist device (vad) and four controllers were returned for evaluation. A review of the manufacturing documentation confirmed that the vad met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers (B)(6) revealed that the devices passed visual inspection and functional testing. Internal inspection of (B)(6) did not reveal any anomalies. Failure analysis of the returned (B)(6) revealed that the device passed functional testing. However, visual inspection revealed that the unit had a foreign label that was obstructing the gore-tex membrane. The gore-tex membrane, which allows air to penetrate the controller but not fluid ingress, enables equalization of pressure and ensures proper loudness of all alarms. This is an additional observation not related to the reported event and likely due to the handling of the device. Additionally, visual inspection of (B)(6) revealed signs of cleaning residue inside the driveline connectors associated with the driveline connector cleaning procedure. Returned vad was received with the driveline cable cut at approximately 8.5cm from the vad¿s header. Visual examination of the driveline cable, header and driveline connector did not reveal any damage or anomalies. Internal pathological report revealed no evidence of thrombus within the device. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Supplemental testing conducted with the spliced driveline cable, a representative vad, and returned controllers did not show anomalies and the system performed as intended. Additional inspection on the pump front and rear stators identified high resistance on one phase of the front stator. Internal visual inspection of the returned pump revealed damage on coil a and coil b of the front stator assembly. This damage prevented the front stator from performing as intended, thus leading to the reported electrical faults and possibly to the vad being unable to re-start. Log file analysis pertaining to (B)(6) revealed multiple electrical fault alarms within (B)(6) 2019 at 11:44:55 and (B)(6) 2019 at 09:45:36 due to an open phase b on the front stator. Log file analysis also revealed four high watt alarms on (B)(6) 2019 due to the increased power consumption needed to run on a single stator. Log file analysis pertaining to (B)(6) revealed three electrical fault alarms on (B)(6) 2019 within 09:52:24 and 10:24:55 due to the front stator not being connected. This was followed by one high watt alarm at 11:19:53 due to the increased power consumption needed to run on a single stator. Log file analysis pertaining to (B)(6) revealed multiple electrical fault alarms logged within (B)(6) 2019 at 12:00:52 and (B)(6) 2019 at 8:41:42 due to an open phase b on the front stator. Log file analysis pertaining to (B)(6) revealed three electrical fault alarms on (B)(6) 2019 within 11:08:28 and 11:10:27 due to a front stator not being connected. This was followed by a vad stopped alarm at 11:11:27 indicating that the pump failed to restart on multiple attempts. Two vad disconnect alarms were recorded indicating that the driveline was disconnected from the controller. The vad disconnect alarms were likely an attempt to troubleshoot the electrical fault alarms. As a result, the reported electrical fault alarms and failure to restart events were confirmed. Driveline cleaning procedures were performed on site to addre ss the electrical faults; however, the electrical faults could not be resolved. The reported bent pins and data logs unable to be downloaded from the controller could not be confirmed. Based on the available information, a possible root cause of the reported electrical fault alarms can be attributed to a damaged coil on front stator phase ¿b¿ as found during analysis of the vad. This damage also may have possibly contributed to the pump being unable to restart. The most likely root cause of the reported high watt alarms may be attributed to the increased power consumption needed to run on a single stator. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. An internal investigation has been initiated to investigate damaged coils on the pump's stator. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 09-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19, 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.